Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a certas plus valve failed to drain after repeated flushings. Another was used to complete the procedure. There were no reports of delay or patient harm. The product will be returned.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 4. The valve was visually inspected; the needle guard was slightly raised. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested and passed. The valve was dried. The valve was pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue is not confirmed. The root cause for the slightly raised needle guard could be due to handling, as noted in the instructions for use (IFU). Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.